Event description:
It was reported that the patient experienced hyperglycemia after the insulin cartridge emptied for several hours and the patient delayed replacing supplies, later switching from a steel cannula to a teflon infusion set and resuming insulin delivery on the ilet. Symptoms included elevated blood glucose. Outcomes included no health consequences or impact. Investigation included review of user communications and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure, and no applicable device component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.